Event description:
It was reported that a bystander received an inappropriate shock. The patient coded, was shocked by the implantable cardioverter defibrillator (ICD) and a healthcare professional claimed the shock knocked them off a chair and now the bystander is reporting chronic pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).